Event description:
On (B)(6) 2011, customer reported that the dxc 600 pro instrument generated false high carbon dioxide (co2) results for seven (7) patient samples. The results were reported out of the laboratory, and customer is not aware if patient treatment was affected. Quality control (qc) was run after the event was out high, and the samples were then rerun after troubleshooting (customer replaced the co2 membrane and then ran qc) and recalibration. Patient results were amended. As of (B)(6) 2011, co2 is performing acceptably.